Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
During a follow up call for an alarm, the home patient(hp) stated that they just took a defective bag off and replaced it with another one during prime while doing therapy on the homechoice (hc). Product surveillance (ps) informed the hp that they need to change out all of the supplies because of the contamination risk. The hp understood. The hp stated that they were able to complete therapy successfully after exchanging the bag. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the home patient (hp) changing out the solution bag during prime. The pdn stated she was not aware of the partial changing of the supplies. The pdn stated the hp was in for his monthly clinics recently and did not mention anything. The pdn stated she would follow up with the hp regarding proper therapy technique. The hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single use product is confirmed. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.